Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) was above 500 mg/dl, but exact value was not provided. Customer changed their site and delivered correction boluses to address the elevated bg. Customer changed supplies to address the occlusion alarms. Customer reverted to manual insulin injections for insulin therapy.